Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. Proceeded with the following testing to assure proper functionality of the unit. Unit failed self test when pump did not vibrate. In audio options screen, volume with vibrate was set to low and high and all volume settings functioning accordingly to settings. However, unit did not vibrate. The adapt tool was unable to reveal pump history files. Continued with the second download using thump software and adapt still unresponsive of history files. Unit was cut open and performed a visual inspection, no moisture damage and all connectors were properly plugged in. Isolate to electronic assembly. The following cosmetic damages were noted: battery tube threads - cracked, scratched case and cracked keypad overlay at select button. In conclusion, customer's concern was confirmed when vibration settings were tested and unit did not vibrate. Unit also did not vibrate during self test. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm as the pump was not vibrating and device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and ran selftest and pump did not vibrate during test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.